Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. After the impella cp was inserted, the catheter for the percutaneous coronary intervention (pci) was brought forward. The patient was having problems with breathing, lost consciousness and her blood pressure dropped. The doctors intubated the patient and initiated catecholamine therapy. The impella cp was left in place after the pci. There were no signs of a dysfunction of the impella device and there was not a sign that this was impella related. The patient survived the procedure. The patient's outcome was noted to be critical.